Event description:
Boston scientific received information that this device was explanted an replaced due to battery depletion. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this device declared a battery status of elective replacement indicator after experiencing two charge times that were outside the extended charge time limit for the device. There were no adverse patient effects reported. As of today, available information indicates that the device remains in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Manufacturer narrative:
No further information is available. This report will be updated if more information becomes available.